Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D1, d2, d3, d4, g4 - 510k: this report is for an unknown tfna nail helical blade/unknown lot. Part and lot number are unknown; UDI number is unknown.

Event description:
This complaint is related to (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - screws: locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, the patient underwent a revision surgery due to non-union. It was unknown if the revision surgery completed successfully. The patient outcome is unknown. Noted that ¿the patient¿s distal femur had been revised previous to this surgery.¿ this complaint involves three (3) devices. This report is for (1) unk - nail head elements: tfna helical blade. This report is 2 of 5 for (B)(4).